Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, lead helix damage was observed on the ra lead. Lead was explanted and a new lead was implanted. No further information available.